Event description:
It was reported that during the implant after the lead was positioned in the desired position a helix lock was used to extend the helix, and then further rotated the lead body to deeply penetrate the lead into the septum. After testing the parameters the physician decided the lead was not in an ideal position. The physician started in an anti clockwise position to position the lead with the assist of x-ray. After several minutes of slow manipulation it was noted that the helix was fractured and it was not possible to extract the helix from the septum, the helix was thus abandoned in the patient's body. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis this device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to position the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. Device history record review a review of the device history record DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review review of labeling determined implant instructions are adequate. The manual is unlikely to be the cause of the reported complaint. A risk review was completed and confirmed that the event of damage/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during the implant after the lead was positioned in the desired position a helix lock was used to extend the helix, and then further rotated the lead body to deeply penetrate the lead into the septum. After testing the parameters the physician decided the lead was not in an ideal position. The physician started in an anti clockwise position to position the lead with the assist of x-ray. After several minutes of slow manipulation it was noted that the helix was fractured and it was not possible to extract the helix from the septum. The helix was thus abandoned in the patient's body. No adverse patient effects were reported.

Event description:
It was reported that during the implant after the lead was positioned in the desired position a helix lock was used to extend the helix, and then further rotated the lead body to deeply penetrate the lead into the septum. After testing the parameters, the physician decided the lead was not in an ideal position. The physician started in an anti clockwise position to position the lead with the assist of x-ray. After several minutes of slow manipulation it was noted that the helix was fractured and it was not possible to extract the helix from the septum, the helix was thus abandoned in the patient's body. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient code.